Manufacturer narrative:
A visual examination of the returned device found that only the distal section of the stent delivery system was returned for evaluation. The proximal section of the device containing the distal handle and yellow pull ring were not received. The shaft of the device was cut approximately 40cm from the distal tip. The stent was returned partially deployed on the delivery system. The deployment suture thread was also cut approximately 56cm from the point of release of the stent. A section of guidewire was returned inside of the device, which was also cut. During a functional evaluation, the remaining section of the deployment suture thread was withdrawn and the remainder of the stent deployed without restrictions. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. Therefore, the stent partial deployment is likely due to procedural/anatomical factors and the most probable root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified batch. From the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent system was used during a stent implantation procedure on (B)(6), 2011. According to the complainant, the patient had a stricture within the right upper lobe of the lung due to a malignant tumor. The stricture was reported to be a maximum of 1cm in length. The patient's anatomy was not noted to be tortuous and the stricture was not dilated prior to stent placement. During the procedure, the stent system was positioned across the stricture via bronchoscopic visualization. The physician began deployment of the stent. However, near the end of the deployment, the last knots of the deployment suture did not release and the stent failed to completely deploy. The partially deployed stent was removed from the patient. No visible issues were noted with the device. The procedure was completed with a different device. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable."

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent system was used during a stent implantation procedure on (B)(6), 2011. According to the complainant, the patient had a stricture within the right upper lobe of the lung due to a malignant tumor. The stricture was reported to be a maximum of 1cm in length. The patient's anatomy was not noted to be tortuous and the stricture was not dilated prior to stent placement. During the procedure, the stent system was positioned across the stricture via bronchoscopic visualization. The physician began deployment of the stent. However, near the end of the deployment, the last knots of the deployment suture did not release and the stent failed to completely deploy. The partially deployed stent was removed from the patient. No visible issues were noted with the device. The procedure was completed with a different device. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable."